Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported a malfunction alarm occurred resulting in the pump unexpectedly shutting off. Customer confirmed pump display turned on when plugged into a power source. Customer will continue to use the pump for insulin deliver, however, a replacement pump was sent to the customer. There was no reported adverse impact to customer blood glucose level.